Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Patient fracture ceramic insert of left hip. As reported in adverse consequence details: "revised stem and cup as it became apparent during surgery that the femoral [neck] was compromised due to impingement". Alumina head and 2 screws were also reported explanted per product grid.